Manufacturer narrative:
On 16-feb-2017, the fse removed the cups from the floor of the sorter arm (cups that where in a position that prevented arm from reaching all the way back) and aligned the compression coil spring, preformed tip tray alignment and verified that the device operated with no further errors. The customer was able to run controls and all were within range. The aia 2000 was functioning as intended. No further action required by the field service. The probable cause of the event was the sorter alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017 a customer reported error 2000 and error 2207, "no tip acquired by sorter" with their a1a-2000st. The customer reported that the device skipped rows, reseated, and reloaded the tips; but would only take two rows of tip trays at a time; skipping a row in between. The issue was initially reported and resolved on (B)(6) 2017, but reoccurred that day. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.